Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Left side; resurfacing. Information received (B)(4) 2015 - notification received from (B)(4) of a deceased asr patient. Date of death was (B)(6) 2015. The patient was revised on (B)(6) 2012. (B)(4) have reported that the cause of death appears to have been quite sudden and connected to pulmonary emphysema, and therefore not connected to the asr prosthesis. No further information is available for this case. Should further information become available, the complaint will be re-opened for update and further investigation.